Event description:
The report received from the (B)(4) study indicated that a patient experienced stable angina at 15-month visit; and angina and underwent balloon angioplasty of the mlad and revascularization of the l-pda and dcx approximately 22 months post index procedure. At the time of index procedure, the angiography revealed a lesion in the mlad described as 32mm in length, class c, and de novo with 70% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.0x18mm cypher rx at 15atms and a 3.5x18mm cypher rx at 15atms overlapping to each other. There were no complications reported and the patient was discharged a day later. The patient had stable angina at 15-month visit on (B)(6) 2011. No cath was performed. Approximately 22 months post index procedure, the patient experienced angina that was reported at the time of 24-month visit; and underwent balloon angioplasty of the target vessel mlad, revascularization of the non-target vessels dcx and lpda. The lesion in the mlad was described as 4mm in length with 40-50% stenosis that was treated with a balloon angioplasty only. The event was resolved without sequelae. Both study stents were patent. There was also revascularization conducted in the l-pda and dcx lesions. There were boston sci, and two promis stents were placed. The event of revascularization was not related to the study stents. Index procedure, or study drug; but the event of balloon angioplasty was probably related to the study stents, and not related to the index procedure or study drug in an investigator's opinion.

Manufacturer narrative:
Concomitant medications included hmg coa reductase inhibitors, imdur, lantus, lisinopril, lovastatin, magnesium, metformin, metoprolol, multivitamin, ace inhibitors, albuterol, aspirin, atorvastatin, bivalirudin, celexa, plavix, doxycycline hyclate, effexor, epinephrine, fish oil, flonase, naproxen sodium, nitroglycerin, oxycodone, pepcid, prevacid, ranitidine, simvastatin, testosterone, triamnicinolone, and wellbutrin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00497 and 3003742446-2012-00498.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced stable angina at 15-month visit; and angina and underwent balloon angioplasty of the mlad and revascularization of the lpda and dcx approximately 22 months post index procedure. This is a (B)(6) male with medical history including angina, family history of coronary artery disease, hyperlipidemia, diabetes mellitus type ii, history of smoking within 30 days. At the time of index procedure, the angiography revealed a lesion in the mlad described as 32mm in length, class c, and de novo with 70% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.0x18mm cypher rx at 15atms and a 3.5x18mm cypher rx at 15atms overlapping to each other. There were no complications reported and the patient was discharged a day later. The patient had stable angina at 15-month visit on (B)(6) 2011. No cath was performed. Approximately 22 months post index procedure, the patient experienced angina that was reported at the time of 24-month visit; and underwent balloon angioplasty of the target vessel mlad, revascularization of the non-target vessels dcx and lpda. The lesion in the mlad was described as 4mm in length with 40-50% stenosis. The event was resolved without sequelae. Both study stents were patent. There were boston sci, and two promus stents were placed. The event of revascularization was not related to the study stents, index procedure, or study drug; but the event of balloon angioplasty was probably related to the study stents, and not related to the index procedure or study drug in an investigator's opinion. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15116875 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Diabetes and smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00497 and 3003742446-2012-00498.